Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 complaint sample was returned and evaluated against the reported event. Visual inspection found signs of repeated use (nicked or gouged). The product is fractured on the medial side of post and anterior section of the post feature has fractured off. Not all pieces were returned. The DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trail articular surface was returned to the distributor broken; it is unknown when it broke. Reporter indicates no additional information is available.